Event description:
It was reported the pt died. The cause of death is unknown at the time of this report; pending autopsy results. Add'l info has been requested. A follow-up report will be submitted when/if add'l info becomes available.